Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump showed a pressure error and made a strange noise and the touchscreen was not working correctly. This was discovered during a procedure with no patient harm. The facility representative was contacted on 25-mar-2026 for additional information, and he responded the same day indicating that all requested details were unknown.